Manufacturer narrative:
The sample was not returned for evaluation and the lot number is unknown, therefore a device analysis could not be performed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy effluent. The cause of the peritonitis was not reported. The following day the patient was hospitalized for the event. On an unreported date, the patient treated with intraperitoneal tazicef (0.5 ampoule, four times a day, mixed with pd solution, duration not reported) for peritonitis. At the time of this report, the patient was not recovered from this peritonitis event. On an unreported date, dianeal and extraneal therapies were discontinued. No additional information is available.